Manufacturer narrative:
Concomitant products: product ID: 3037, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported that they had been going to the bathroom more this month; that they went twice that morning. When asked, the patient didn¿t respond about changes to their diet/fluid intake. They did mention that they were supposed to have a routine colonoscopy (due to an unrelated health issue,) however they had to reschedule for december 3rd as they had not received the covid test results soon enough. It was noted that the patient did not say whether they had taken the medicine which is prescribed prior to the colonoscopy. General programming guidance (including button use, icon meaning and general maintenance,)was reviewed with the patient and the patient said that they had already made an adjustment the day before the call. They stated that when they had made the adjustment that they saw a new battery icon on the screen. Patient & technical services noted that based on the patient¿s description the low ins battery icon was reviewed with the patient. The patient was redirected to contact their health care professional (hcp) office to schedule a battery check for more detailed information. The patient also requested a programmer pouch as they reported that they had never received one. Repair sent a pouch to the patient. No further complications were reported at this time. Additional information was received from the patient. They mentioned getting jolt in store from metal detector. They mentioned same information already mentioned. They replaced patient programmer battery and got an icon internal battery low. They were going to the bathroom more. They stated in their leg/hip area there was a funny kind of pain. They didn't understand what was going on in the area it was bothering them. Asked when they notified the rep and they couldn't remember. Asked when they started to have return of symptoms and leg/him bothering them and they didn't remember. No new information additional information was received from the patient. It was reported that the cause of the issue is unknown. A new in patient was put in. The issue was resolved.